Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, the customer delivered a correction bolus via backup insulin pump to address bg. The customer reverted to a backup insulin pump for insulin therapy.